Event description:
Customer reported propofol was infusing when the pump alarmed for air-in-line. Upon opening the door of the pump, the user observed fluid leaking from a hole in the IV tubing above the slider clamp. No pt harm reported and no additional event information available. The administration set was received. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Pt information requested, and all available information is included.